Event description:
It was reported to the manufacturer that the handheld displayed an error message upon interrogation. Troubleshooting was performed but did not resolve the problem. Another handheld with the same wand was used which resolved the issue. The problematic handheld was sent back to the manufacturer for product analysis. Good faith attempts to obtain additional information regarding the reported event are underway.